Manufacturer narrative:
Event summary: patient data files showed at least seventeen injections were performed on the date of the event without triggering of any system notice. The first application was performed with catheter 2af284/49768-143, the following 3 applications were performed with catheter 2af284/49768-139, and last thirteen applications were performed with catheter 2af284/21518-26. Visual inspection of balloon catheter, 2af284/49768, showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was not used. The insertion test applied with the lab test mapping catheter and the it was not easily entered inside the catheter. The balloon catheter passed the performance test, although the temperature was not as expected also the inflation showed a kink on the guide wire lumen under the balloon segment. Dissection showed a guide wire lumen kink at 0.86 inches from the tip inside the balloons. The shape issue on the balloon catheter was confirmed through testing, the catheter failed the performance test due to a guide wire lumen kink. In conclusion, the catheter passed the performance test as per specification. If information is provided in the future, a supplemental report will be issued.

Event description:
The balloon catheter subsequently tested out of specification per the manufacturer's investigation.